Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Health effect - impact code continued: f2203 - imaging required. Visual analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Observed two devices observed in the photo. A device appears to be intact, and the other have an opening, both devices without labeled by side explanted it is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Missing shell assessed as inconclusive. Additional observations: crease is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with a non-allergan device.